Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead requested to have the device checked. The patient reported experiencing an accident at a golf course where she was stuck in the head/neck region with a gold ball. Following the accident, the patient reported feeling stimulation on the left chest wall. The device was interrogated and revealed that a lead safety switch had occurred due to abnormal impedance measurements and the rv lead was now in unipolar mode. In addition, there was loss of capture with the rv lead. No additional adverse patient effects were reported.

Event description:
There is a spelling correction to the first sentence of the initial MDR report where it should have read that this patient reported being struck in the head/neck region with a golf ball. The explanted lead was later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The entire lead was returned but severed 15.7 centimeters from the lead's terminal pin. Visual inspection noted a setscrew mark on both the terminal pin and ring. The extracting stylet was returned with the lead, inserted inside the distal segment. The stylet was unable to be removed. The helix was found to be fully extended and stretched. Resistance tests were completed on the proximal segment of the lead to assess lead electrical performance. All measurements were within normal limits. The distal segment of the lead could not undergo electrical testing due to the stylet stuck within it; however, an x-ray revealed no fractures. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
A lead revision was performed and the rv lead was explanted. Inspection of the lead found no insulation damage so it was decided to also replace the device in case of any possible damage to the header. Both the device and rv lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.